Event description:
Device 1 of 3: MFR reference report: 3006705815-2019-01089, and 3006705815-2019-01090.it was reported that the patient was experiencing inadequate therapy from the system. The system was explanted on (B)(6) 2019.

Event description:
Device 1 of 3: MFR. Reference report: 3006705815-2019-01089, and 3006705815-2019-01090.